Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump noted. Also received with missing end cap sticker. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. The insulin pump was exposed to moisture. Customer's blood glucose level was 42 mg/dl. She treated her low blood glucose level with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.